Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The patient presented with right popliteal artery aneurysm (paa). The targeted site was predilated and a gore viabahn endoprosthesis was advanced through an 11fr short introducer sheath. As reported, the introducer sheath was not long enough to access the paa so the physician continued to advance the device beyond the introducer sheath. During advancement, the device was unable to advance to the paa. The physician attempted to remove the device back through the sheath but was unsuccessful. The introducer sheath was removed and the physician performed an arteriotomy to allow for the removal of the viabahn device. Another viabahn device was successfully implanted to treat the paa and the patient was fine post procedure.